Manufacturer narrative:
(B)(4). Batch # p94627. Date of event is unknown. Investigation summary the device was returned with the tissue pad damaged, melted. And 100% present. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that the y-link was cracked. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the device was used by the surgeon for the first time. The surgeon had pad on device burn out (potentially due to no tissue being within the jaws of the device and potentially due to waiting for the 2nd tone of the device to continue while jaws of device were closed). It is unknown it there was an error received. The device did pass the pre-run test and was green and ready to use. The device had been working then stopped due to the pad burning out. There were no patient consequences apart from more time spent in the operating room.